Manufacturer narrative:
A ge service rep performed an onsite investigation. All workstation circuit boards and cables were reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication error message, and the system was down. This error message likely caused the system to lock-up or prevented the system from booting up. There is no report of pt injury associated with this event.